Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube contained an abnormal yellow anticoagulant. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-jul-2025. Investigation summary: bd received 1 sample and 2 photos for investigation. Upon evaluation of the customer¿s returned sample and photos, the additive appears to be discolored. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube contained an abnormal yellow anticoagulant. There was no health impact or consequences reported.